Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0a16h, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient was experiencing a loss of therapeutic effect. This issue began thursday. The patient was having some break through where she couldn't control her urine so she increased the stim but thinks she did something wrong because now she gets an urge and has to go immediately. The patient was noticing a return of symptoms after making a change using the patient programmer. Regarding if this was something that occurred gradually or suddenly, the patient stated: "I just had it one morning and tried to increase it." Usually, the patient gets a quivering feeling from the stim but she was not getting the quivering, she was getting a "hurt pressure." This began yesterday after playing with it. The patient got the quivery for a minute of a second and then it went to the hurt. The patient hadn't had the quivering since she tried fixing it (a week or so). Patient services assisted caller with troubleshooting over the phone. The patient uses antenna. The patient was on program 2- 3.3v. The patient was at 2 something or other for a whole year. Just this weekend she turned it up to 3.3v. The patient just put new batteries in the patient programmer. Patient services walked caller through changing to program 3. The patient tried moving to different positions to make sure the stim was not uncomfortable/painful. The patient described the stim sensation as a burning,or a needle stuck in. It was not uncomfortable. If additional information is received, a follow up report will be sent.

Event description:
Additional information received noted that the patient did not have concerns with their device or therapy. It was also noted that the patient received assistance from their doctor or manufacturer¿s representative and their concerns were resolved.